Manufacturer narrative:
H4: the lot was manufactured between june 2, 2023 ¿ june 6, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during patient infusion; the device infused in 43.4 hours. The device contained 4272mg fluorouracil in 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.